Event description:
IV team member inserting IV in patient. When preparing the flush and connecting the extension flush set (bd maxzero) to the IV hub, the tubing came out of the male end of the extension flush set (that connects directly to the IV site) - this is the second time this has happened to this IV nurse. Both occasions were the same lot number.